Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer stated insulin is "squirting out" during the manual prime process and receiving an a33 alarm. The troubleshooting was performed. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instructions. The customer insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm was noted. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and cracked reservoir tube lip.